Manufacturer narrative:
This report is being submitted to provide additional information, based on the legal manufacturer's final investigation. And to correct information provided on the initial report. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely a communication failure occurred, due to the non-olympus cable failure, causing the image to flicker. A definitive root cause of the cable failure could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found the image flickering, caused by a faulty non-olympus cable. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that the device was "working intermittently." The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.